Manufacturer narrative:
(Event site telephone number: (B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing manifold drive. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5 updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10, h11

Event description:
It was reported during routine inspection/testing, the cs100 intra-aortic balloon pump (iabp) valve group was leaking. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name was shortened due to character limitations. The complete name is (B)(6) hospital.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) valve group was leaking.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) valve group was leaking. There was no patient involvement.